Manufacturer narrative:
The customer reported that the multi-gas unit was not getting good readings. The device was returned to nihon kohden but has not yet been evaluated. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multi-gas unit was not getting good readings.

Manufacturer narrative:
The customer reported that the multi-gas unit was not getting good readings. The unit was evaluated and the reported problem could not be duplicated. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.